Event description:
A false low advia centaur xp prolactin result was obtained by the customer and was questioned by the physician when compared to the patient's clinical picture and another prolactin test method. There was no report of adverse health consequences due to the discordant advia centaur xp prolactin result.

Manufacturer narrative:
There was no other discordant prolactin patient results reported by the customer at the time of the event and no known reported system issues that may have contributed to the low results. The patient sample is not available for follow up investigation. The customer's qc was in range at the time of the events. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.